Event description:
It was reported that the pt had passed away on (B)(6) 2011. The physician is attributing the death to sudep, but it is unk how or why the physician came to that conclusion. The pt died in her sleep. The pt was last seen by physician on (B)(6) 2010 and eri was no on this date (other diagnostics/settings are unk). Evaluation by manufacturer nurse reveals that the event is a probable sudep. Attempts for further information have been unsuccessful to date.